Manufacturer narrative:
The pod was received with the cannula not deployed. Investigation of the download data found that the pod generated a 0x5c hazard alarm shortly after the end of first prime. High pulse widths and a drive stall were observed. Rerun of the pod did not replicate this data, showing no high pulse widths or drive stalls. Inspection of the drive mechanism components found no damages or manufacturing deficiencies that would result in high pulse widths or drive stalls. The cause of the alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates that a needle mechanism failure occurred. The pod was worn less than an hour.